Manufacturer narrative:
The device has not been received for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a ptca procedure, the balloon was broken. The lesion being treated was located in the internal carotid artery. The lesion was initially dilated with a 30mm balloon. When the physician attempted to inflate the balloon of the liberte monorail stent, it would not inflate. "Integrity of balloon was broken". There were no reported patient complications. Patient status is listed as "good". Additional information about the event has been requested.